Manufacturer narrative:
Product event summary: (B)(4) were returned for evaluation. (B)(4) was not returned for evaluation. A review of the manufacturing records confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The reported double disconnect event was confirmed through log file analysis. Log file analysis revealed that the controller (B)(4) contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of (B)(4) log files revealed a controller power-up event on (B)(6) 2017 at 21:33:29. According to the event log file, the power loss was recorded at 21:31:05. The pump off time was 2 minutes and 24 seconds. The data point prior to the controller power up event, at 21:39:20, revealed that (B)(4) was connected to power port 1 with 16% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 18% rsoc. The data point after the controller power up event, at 21:34:06, revealed that the controller was not connected to a power source on power port 1 and was connected to (B)(4) on power port 2 with 98% rsoc. Several momentary disconnections (logged as rsoc values of 202 or higher) were also logged leading up to the event. Based on this information, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were removed or replaced, or may be due to momentary disconnections. Log file analysis also revealed 4 critical battery alarms and 5 controller fault alarms logged on (B)(6) 2017 starting at 15:02:16. The data point prior to the first critical battery alarm revealed that (B)(4) was connected to power port 1 with 10% rsoc and no power source was connected to power port 2. The final connection on power port 2 was logged at 14:21:09 as (B)(4), with an rsoc logged as "208" which indicates that the battery experienced a temporary disconnection from the controller in the previous 15 minute interval. The data log shows that (B)(4) was allowed to deplete completely until the controller lost power at 15:48:04. The controller briefly powered up at 18:05:09, without an associated motor start, and then again at 18:31:26. The data point after the second power up event, at 18:32:02, logged the rsoc for (B)(4) as 0%. The controller then lost power again at 18:33:57. Power was not restored until the following day, at which point the log files reveal another controller power up event at 13:27:20 on (B)(6) 2017. As such, the critical battery alarms and controller fault alarms were confirmed to have been caused by the depleted battery, and the controller was performing as intended. Supplemental testing on the controller revealed that the "no power alarm" functioned as expected. Additionally, review of the controller¿s internal log files did not reveal any events of alarms being muted and showed that the internal battery which provides power to the ¿no power alarm¿ was working as intended. Therefore, the reported event of no alarm sounding could not be confirmed. Given that the patient was transferred to the emergency room on (B)(6) 2017, several hours after the controller lost power, the most likely root cause of the lack of a ¿no power¿ alarm can be attributed to an extended period of time in which a power source was not connected to the controller. Based on the available information, the most likely root cause of the reported event may be attributed to the fact that one power source was disconnected from the controller and the remaining power source was allowed to deplete completely; it's possible a momentary disconnection occurred during the event. Internal investigation was opened for loss of power involving the controller and momentary disconnections. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional devices: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and two batteries ((B)(4)) were returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. A review of the vad's manufacturing records and sterility certificate confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the event log file revealed one controller power up with associated motor start event on (B)(6) 2017 at 21:33:29. Several momentary disconnections were recorded leading up to the loss of power. The controller was without power for 2 minutes and 24 seconds. Two more controller power ups were logged on (B)(6) 2017 at 18:05:09 and 18:31:26, followed by one motor start at 18:31:30. Several momentary disconnections involving (B)(4) were recorded prior to the loss of power. Analysis of the alarm log file revealed four (4) critical battery alarms involving (B)(4), as well as five (5) controller fault alarms logged on (B)(6) 2017 starting at 15:02:16. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. A review of the data log file revealed that (B)(4) was allowed to deplete completely until the controller lost power at 15:48:04. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing an additional controller power up event. The controller was without power for a maximum of 2 hours, 43 minutes and 22 seconds. The controller then lost power again at 18:33:57 on (B)(6) 2017. Power was not restored until the following day. Log files revealed two controller power up events with their associated motor starts on (B)(6) 2017 at 13:27:13 and 13:28:49. The controller was without power for 18 hours, 53 minutes, and 16 seconds and 11 seconds; respectively. As a result, the reported loss of power event was confirmed. Supplemental testing of the controller revealed that the "no power alarm" functioned as expected. Additionally, review of the controller¿s internal log files did not reveal any events of alarms being muted and showed that the internal battery which provides power to the ¿no power alarm¿ was working as intended. Therefore, the reported event of no alarm sounding could not be confirmed. Given that the patient was transferred to the emergency room on (B)(6) 2017, several hours after the controller lost power, the most likely root cause of the lack of a ¿no power¿ alarm can be attributed to an extended period of time in which a power source was not connected to the controller. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources from the controller as described in the event details, an intermittent disconnection on one or both power sources, and/or the remaining connected battery being allowed to drain to 0% rsoc. The most likely root cause of the critical battery and controller fault alarms can be attributed to the patient allowing the battery to deplete below 10% rsoc. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: controller 2.0 (B)(4). FDA method code(s): 10, 4112. FDA conclusion code(s): 4315 battery (B)(4). FDA method code(s): 10, 4112. FDA conclusion code(s): 19. Battery (B)(4). FDA method code(s): 10, 4112. FDA conclusion code(s): 12. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - controller 2.0. Con302200 / catalog number 1420 / expiration date 2018-mar-31. Device available for evaluation?: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Labeled for single-use?: no. (B)(4); heartware® ventricular assist system - battery. Bat220885 / catalog number 1650de / expiration date 2017-jul-31. Device available for evaluation?: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Labeled for single-use?: no. (B)(4); heartware® ventricular assist system - battery. Bat220643 / catalog number 1650de / expiration date 2017-jul-31. Device available for evaluation?: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Labeled for single-use?: no. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) team that the patient was transferred to the emergency room (ER) due to cardiogenic shock, of unclear genesis on (B)(6) 2017. It was stated that both batteries were disconnected and that there were no acoustic's and no power alarm. It was stated that the surgeon sent the log files. It was further stated that the patient was admitted on the normal ward. The doctor contacted the family and after discussion they decided a palliative care for the patient and the patient died on (B)(6). No additional information available.

Manufacturer narrative:
Additional devices: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the site that the patient presented with one controller and one battery and no signs of damage to the equipment was obvious. It was confirmed that the power sources were not connected and the patient was found with a double disconnect, with unclear reasons as to why. The patient was also stated to be septic and had purulent discharge from the driveline site. It was further stated that information on how the double disconnect occurred would not be available. It was also stated that there would be no autopsy performed and the controller and battery pack would be returned to manufacturer. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Preliminary analysis: the returned controller and batteries passed functional and vissual testing. Investigation is ongoing for the pump. Additional devices: (B)(4), 2017-09-25. (B)(4), 2017-09-15. Heartware® ventricular assist system - battery. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.